Manufacturer narrative:
Investigation revealed that the root cause of this failure mode is improper service / maintenance. A service technician at the dealer performed maintenance on the rear fork assembly and did not follow the assembly instructions regarding the friction brake kit. This failure resulted in a repeat detachment of the left rear fork. The patient has suffered no injury from this discrepancy. This is a known failure mode and the friction brake kit must be installed as directed or detachment could occur. The servicing manager at the dealer has been alerted of this incident and is committed to resolving any training deficiency with staff. The dealer has been supplied the necessary spare parts needed to repair the device according to specification. The patient was informed to stop using the device until repair is completed. The DHR for this device has been reviewed and the wheelchair met specification prior to distribution.

Event description:
Patient's spouse reported a repeat detachment of the rear caster fork assembly from which the servicing dealer has been unable to successfully repair the wheelchair. The first occurrence happened about 6 weeks ago, exact date is unknown. No injury has occurred.